Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation on 31aug2023 during an additional defective failure analysis of the returned complaint device for MDR # 1820334-2023-00620, it was noted that a second unknown wire guide was received with unknown particles on it. Reviews of documentation including the complaint history, quality control procedures, and instructions for use (IFU), as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. One prior to use wire guide was returned to cook for evaluation. Some unknown substance was noted at the proximal end of the wire guide. A test was performed, and the unknown substance tested negative for bio-matter. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The IFU pamphlet, c_t_ttps_rev11, packaged with the device contains the following in relation to the reported failure mode: "how supplied: upon removal from package inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for this event could not be established. The substance was determined to not be bio-matter and was not able to be identified. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On 31aug2023 during an additional defective failure analysis of the returned complaint device for MDR # 1820334-2023-00620, it was noted that a second unknown wire guide was received with unknown particles on it.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.